Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient perceived a constant noise with the device and no surrounding sounds from the environment. Re-implantation is decided upon, a surgery date has not been set at this time.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The complaint can be re-opened when the device is received for investigation.

Event description:
It was reported that the patient perceived a constant noise with the device and no surrounding sounds from the environment.